Event description:
Two grams pronestyl (procainamide) 250 IV fluid reportedly set to infuse via IV pump at 15cc per hr. Approx 55 mins after medication was started nurse reports that IV fluid bag containing medication was almost empty although IV pump reportedly read total volume infused at 14cc. Pt had decrease in platelet count of unknown etiology on 5/5. Pt has history of blood transfusions for anemia and decreased platelets. Platelets given on 5/1 and 5/4 prior to alleged overinfusion of pronestyl. No platelets ordered by dr after event prior to discharge.